Event description:
A malfunction alarm was reported by the caller, specifically alarm 01. There was no adverse impact to the customer¿s blood glucose level. Initially, the caller was unable to verify cracks on the original cartridge and reloaded it without success. However, the customer was eventually able to load a cartridge and successfully resume insulin delivery.